Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection. The patient received the product on the (B)(6) and was in the hospital on the (B)(6) of november and the patient was released on (B)(6) and was back in the hospital. Patient went back in on (B)(6) 2022, and the patient only used purewick female external catheter a few times after being released on the (B)(6). They strongly believed that the product was not the cause of the urinary tract infection and the patient only used it a few time. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warnings: discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ experiencing skin irritation or breakdown at the site always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at lea". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection. The patient received the product on the (B)(6) and was in the hospital on the (B)(6) , and the patient was released on (B)(6) and was back in the hospital. The patient went back in on (B)(6) 2022, and the patient only used purewick female external catheter a few times after being released on the (B)(6) . They strongly believed that the product was not the cause of the urinary tract infection and the patient only used it a few time. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.